Manufacturer narrative:
Additional information: h6 and h10. H10: the actual device was not available; however, a photograph and a video of the sample was provided for evaluation. The visual inspection of the provided picture showed the reported leak at the level of the luer warmer connection. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150, an external fluid leak was observed at the luer connector. There was no patient involvement. No additional information is available.